Event description:
This report is being filed after the review of the following journal article: wang q. Et a. (2022), effect of fibular allograft augmentation in medial column comminuted proximal humeral fractures, j bone joint surg am. 2023;105:302-11 d. Http://dx.doi.org/10.2106/jbjs.22.00746 (china). The current trial was performed to assess the clinical and radiographic outcomes of a locking plate augmented with a fibular allograft in patients with medial column comminuted proximal humeral fractures, compared with a locking plate alone. From october 20, 2016, to december 24, 2019, 80 patients with unilateral proximal humeral fracture with medial column comminution, acute fracture (within 3 weeks) who were randomly allocated to undergo open reduction and internal fixation with a locking plate (the lp group) or with a locking plate augmented with a fibular allograft (the fa group) were included in the study. There were 52 women, and the mean patient age was 65 ± 14 years. 39 patients were allocated to the fa group and 41 were allocated to the lp group. In the fa group, a fibular allograft was inserted into the distal medullary canal and was medialized maximally toward the medial calcar to indirectly reduce the medial column and support the humeral head fragment. An unknown synthes philos locking plate was then placed on the humerus lateral to the bicipital groove when the fracture was reduced satisfactorily. The adjunctive use of cancellous bone grafts from the ipsilateral iliac crest or bone substitutes was permitted as needed, and the procedure was documented. After fracture fixation, the wound was irrigated and was closed in layers. In the lp group, the surgical procedures were generally the same as in the fa group, except fractures were treated with an unknown synthes philos locking plate only without an intramedullary fibular allograft. All patients followed the same rehabilitation protocol, in which they used a sling for the injured arm for 4 weeks and were directed to perform wrist and elbow exercises immediately after the surgical procedure. Patients were encouraged to carry out passive shoulder exercises and pendulum exercises from postoperative week 2 or after the wound had healed. Active shoulder exercises were allowed from postoperative week 6. Complications were reported as follows: (fa group) 5 patients had screw penetration. 1 patient had nonunion. 1 patient had humeral head necrosis and underwent implant removal. 4 patients had superficial wound infection and were treated with dressings and antibiotics. 5 patients requested plate removal after fracture healing. Unknown patients had pain. (Lp group) 7 patients had screw penetration. 2 patients had humeral head necrosis and underwent implant removal. 2 patients had superficial wound infection and were treated with dressings and antibiotics. 8 patients requested plate removal after fracture healing. Unknown patients had pain. An 82-year-old female patient died before the 3-month follow-up due to an acute myocardial infarction. This report is for the unknown synthes proximal humeral internal locking system (philos) screws. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4-510k: this report is for an unknown philos screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E1: (B)(6) hospital. H6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.